Manufacturer narrative:
The field service engineer (fse) observed air bubbles in the wash pump during operation and replaced the rotor, stator, and seals; the fse still observed air in the wash pump after replacing those components. The fse then replaced the wash pump manifold the following day and resolved the issue; no air bubbles were observed. The fse performed passing system verification testing after all repairs were completed. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Results: rotor, stator. In conclusion, hardware is the likely cause of the event. The fluidics manifold required replacement to resolve instrument performance issues and to prevent air bubbles from developing within the wash pump. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The affiliate stated the customer reported quality control (qc) and calibration beta human chorionic gonadotrophin (bhcg) and vitamin b12 failures involving the access 2 immunoassay system. The customer performed weekly system maintenance and replaced the probes and completed a successful system check; all other portions were passing within service specification. The customer stated qc also passed within specification. The customer stated one patient sample initially generated an ind (indeterminate) flag with no value but upon retest, recovered a negative result. The customer performed a precision test on bhcg and the results indicated imprecision. No erroneous patient results were generated. There was no patient impact associated with this event. The customer later reported the laboratory discovered that the aspirate probes were in the incorrect positions. The customer had performed a previous maintenance prior to the event and noted the laboratory technician had inadvertently placed the aspirate probes in the wrong position. The customer did re-locate the aspirate probes in the proper location of the wash wheel and re-ran system checks which passed. But issues with calibration and qc persisted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.